Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly "the pt suffered injuries and damaged as a result of an unk defective product."

Manufacturer narrative:
Summary of eval: the root cause of the investigation is not confirmed because the implants associated with this event were not returned to stryker orthopaedics for eval. This is a legal product complaint. All communication and requests for add'l info are handled by the stryker legal affairs dept. Should add'l info become available, then, it will be submitted in a supplemental report.